Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had been hospitalized on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Prior to hospitalization it was reported that customer's insulin pump was damage with display screen that had a rainbow look and difficult to read. Insulin pump also experienced no delivery alarms. Insulin pump would be replaced and samples would be sent to customer.